Event description:
It was reported when the lead box was opened the tip of the electrode was bent. Unable to identify lead information due to two lead packages being opened at the same time. Further information reported the product was not used with the patient. There was no harm, injury or death to the patient.

Manufacturer narrative:
Analysis of the lead, model #3387-40, found the distal end of the lead to be bent at the #0 contact.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.